Event description:
After emptying the waste container, the operator received an error message indicating the f2 fuse was blown. Operator went to the back of the analyzer to check the fuse and noticed a flame in the fuse area. The flame went out and she saw the fuse holder is melted and was unable to remove it. No one was hurt and no discrepant or erroneous patient results were generated.

Manufacturer narrative:
The field service representative determined the cause to be electrical failure and he replaced the pcb power module. He performed calibration and quality control to verify analyzer operation.